Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant detect continued to configure on the implantable pulse generator (ipg) device due to right ventricular (rv) lead low impedance measurements. No further information was available via follow up. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to implant detect. If information is provided in the future, a supplemental report will be issued.